Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on january 31, 2022. Visual analysis of the photographs identified: broken shell. Red particles in the shell and gel device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported rupture of the device. Affected side is unknown. The device has been explanted.

Event description:
Healthcare professional reported rupture of the device. Affected side is unknown. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
This related to the left side.